Event description:
The home pt (hp) reported being overfilled with fluid while using the homechoice pro cycler for apd therapy. The hp reported that during the drain cycle of therapy, they visually noted on their cycler display that the drain advanced from drain into the next fill phase after only 1700mls was drained, which is 1000mls less than the programmed fill volume of 2700mls. Hp relates that this occurred a few times during therapy, after which they felt overfilled. The hp placed the cycler into a manual drain and removed approximately 5000mls of fluid, after which they continued therapy to completion with no further difficulties. According to the hp, there was no pt injury or medical intervention.